Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The base was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during transportation of the device, one of the rear wheels broke off. There was no report of patient involvement.